Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - a third party service technician evaluated the ventilator and was able to identified corrosion (fluid intrusion) found on power pcb (printed circuit board).as a resolution, power board, solenoid and main battery were replaced.

Event description:
It was reported to vyaire medical that the lap top ventilator 1150 is reading airway pressure with no circuit installed and alarms xdcr faults. Found corrosion (fluid intrusion) on power pcb and on solenoid manifold. As of this time, there is no information about patient involvement associated with this reported event.